Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used intra-operatively for a sacroiliac and thoracolumbar procedure. One unused standard imaging spin reported. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome. It was reported that the imaging device did not transfer images to the navigation device. The 3d image did not have a navigation device tag. The site reported that the navigation device had a green banner indicating that it was ready to acquire the spin.